Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No statice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the statice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with statice firm on (B)(6) 2012. The form also indicates that on an unspecified date, the statice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
On 15/feb/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event on (B)(6) 2024. As per the ppf form, the patient underwent a ¿ventral hernia¿ surgery and was implanted with strattice device on (B)(6) 2012. The patient underwent an ¿exploratory laparotomy with extensive lysis of adhesions; segmental small bowel resection with primary anastomosis; sharp excisional debridement of abdominal wall including skin subcutaneous tissue muscle and fascia; repair of strangulated recurrent ventral hernia with phasix biodegradable mesh in retro rectus location/underlay and in onlay location above the anterior rectus sheath and above the external oblique muscle; explantation of large piece of mesh from prior repair; bilateral rectus muscle component separation/muscle release, transfer, and development of bilateral retro rectus space; bilateral external oblique muscle release/transfer¿ on (B)(6) 2022. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, scarring and disfigurement, and economic and non-economic losses.¿ patient ¿had lifting restrictions and had to adjust [their] physical activities.¿ patient ¿has difficulty participating in family outings and activities, playing golf, and landscaping.¿ patient ¿had an open abdominal wound for approximately 8 months which [their spouse] had to pack and unpack.¿ [patient] ¿is dependent on others to help with daily tasks he has difficulty completing [themselves].¿ patient ¿is fearful he will suffer another hernia in the future.¿ the form lists the conditions that were treated were ¿worsening abdominal pain and severe nausea; recurrent ventral hernia with at least three different defects including incarcerated ventral hernia; exploratory laparotomy with reduction of incarcerated ventral hernias, excision of chronic hernial sac, ventral hernia primary repair with underlay placement of strattice mesh, closure of midline fascia; delayed closure of superficial abdominal wound¿ with approximate dates of treatment between (B)(6) 2012. Patient was also treated for ¿strangulated recurrent ventral hernia associated with partial small bowel obstruction with compromised 20 cm of small bowel trapped in the hernia¿ with approximate dates of treatment between (B)(6) 2022 the ppf form also indicates the patient was implanted with a non-abbvie device, "gore dual mesh plus antimicrobial¿ on (B)(6) 2003. The form indicates that this device was revised on 16/jul/2004, for ¿ventral hernia repair.¿ the patient was implanted with another non-abbvie device, ¿dual mesh biomaterial¿ on (B)(6) 2004. The patient was also implanted with a non-abbvie device, ¿gore bio-a mesh¿ on (B)(6) 2011. The form indicates these devices were revised on the following dates ¿[(B)(6) 2011] recurrent incisional hernia repair with on-q pump catheter placement; [(B)(6) 2012] exploratory laparotomy with reduction of incarcerated hernias, excision of chronic hernial sac, ventral hernia primary repair with underlay placement of strattice mesh, closure of midline fascia primarily; delayed closure of superficial abdominal wound; [(B)(6) 2022] exploratory laparotomy with extensive lysis of adhesions, segmental small bowel resection with primary anastomosis, sharp excisional debridement of abdominal wall including skin subcutaneous tissue muscle; repair of strangulated recurrent ventral hernia with phasix mesh; explantation of large piece of mesh from prior repair; bilateral rectus muscle component separation/muscle release, transfer and development of bilateral retro rectus space; bilateral external oblique muscle release/transfer.¿

Manufacturer narrative:
A review of the device history record for strattice lot s11019 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This medwatch is being filed as a correction to provide event coding information in h6.

Manufacturer narrative:
Additional and/or corrected data: b5, d3, g1, h2, h4, h6.